Manufacturer narrative:
The device was returned; however, the evaluation has not yet taken place and the investigation is still ongoing. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their olympus hd camera head was not producing an image during preparation for a transurethral resection of the prostate procedure. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the device evaluation and investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The suspect device was returned to olympus and evaluated. The evaluation could not reproduce the reported problem and a definitive root cause could not be identified. The evaluation findings are as follows: 1.) Corrosion of electrical contacts in the connector; 2.) Connector cracking, poor water tightness; 3.) Head part main body flooded lens; 4.) Head part main body deposits.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 15-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.